Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the display would briefly freeze on a blue screen before transitioning to the main screen. The single board computer printed circuit board (pcb) was replaced with a test pcb and the device worked properly. The pcb will be replaced. The reported event was duplicated.

Event description:
It was reported that during set up a ventilator display turned blue. The customer performed a hard boot and the device reset. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The single board computer (sbc) printed circuit board (pcb) was replaced and the device passed all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.